Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead, was not stable and threshold was high. Physician suspected the tip was defective and not providing lead stability. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix fully retracted, and tissue visible on helix. After tissue was removed from the helix, the helix function was test, and it operated within specification. No anomalies were found on the helix. Visual inspection of the outer insulation shows that there is a cut , and that allows blood ingress on proximal conductor, explant damage. If information is provided in the future, a supplemental report will be issued.